Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump had pump error alarm and also get bolus not delivered alarm. The customer¿s blood glucose level was 223 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the pump. Customer stated the insulin pump error was reoccurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. Device was tested with no pump error 42 noted. The motor was tested outside of the device and passed. Device passed the delivery accuracy test. Pump error 54 and error 3 found in the device history file due to software error.